Manufacturer narrative:
An event of heart failure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient was readmitted to the hospital approximately 9 months after the procedure due to heart failure. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_966 - portico ng approval study, patient site ID: (B)(6) it was reported that on (B)(6) 2022, a 35mm portico ng/navitor valve was successfully implanted in a patient. On (B)(6) 2023, the patient was re-admitted to the hospital for worsening shortness of breath and left ventricular failure. In (B)(6) 2023, it was noted via transthoracic echocardiogram, that the patient's ejection fraction had improved to 57%, when compared to an ejection fraction of 30% recorded on cardiac magnetic resonance imaging (MRI) scan in (B)(6) 2023. The patient was administered the following medication: dapagliflozin, spironolactone, k+ tablet, colecalciferol, bisoprolol, amoxicillin, and inhalers). The current patient status was reported as discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna